Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported that the drain line is draining into a 5 gallon bucket and the drain volume had exceeded the gallon¿s capacity. The patient reported that the total volume of their pd treatment is 10 l. The drain volume of 5 gallons (18900 ml) is 189% the patient's total fill volume of 10000 ml. Treatment data was not provided by the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however, she is unsure if the patient completed their treatment. The pdrn was unable to confirm the alleged event and did not have treatment data available. Patient¿s pd orders are continuous cycling peritoneal dialysis (ccpd) with 4 cycles of 2000 ml, a mid-day exchange, and a last fill of 2000 ml.

Manufacturer narrative:
Corrected information: initial MDR g4 should be 22-jul-2020, b5 - updated to include omitted information (transcription error, inadvertently omitted) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported that the drain line is draining into a 5 gallon bucket and the drain volume had exceeded the gallon¿s capacity. The patient reported that the total volume of their pd treatment is 10 l. The drain volume of 5 gallons (18900 ml) is 189% the patient's total fill volume of 10000 ml. Treatment data was not provided by the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however, she is unsure if the patient completed their treatment. The pdrn was aware of the alleged event but could not confirm the occurrence. The pdrn did not have treatment data available because it is manually logged by the patient. Pdrn indicated that the patient does drink a lot of water throughout the day which may contribute to the large drain volumes. Patient¿s pd orders are continuous cycling peritoneal dialysis (ccpd) with 4 cycles of 2000 ml, a mid-day exchange, and a last fill of 2000 ml.the pdrn indicated that she thought the patient may have been draining into a smaller bucket or may have forgotten to empty the bucket prior to treatment, however, the patient is adamant that they are using a 5 gallon bucket and emptying it after each treatment. The patient recently started pd treatment on (B)(6) 2020.